Event description:
The olympus representative reported on behalf of the customer that, during reprocessing, the evis lucera colonovideoscope presented with a defect in the air/water nozzle. During the pre-use inspection, the scope was being used with the cv-290 evis lucera elite video system center. The intended enteroscope procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle was clogged with unknown foreign material due to insufficient reprocessing. This report is to capture the reportable malfunction of foreign material inside the nozzle that could not be removed due to insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a clogged nozzle. An additional issue with a defect in the air and water nozzle was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage was observed on the device at the point of detection of the foreign material, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.